Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio: 3.1; lab: 9.9. Time between tests: 2.5 hours. Therapeutic range: 2.0 - 2.5. Pt self tester went to hospital because of very noticeable bruising on her legs after being knocked over a few days ago by her dogs. Pt states she was given a vitamin k injection and coumadin was held. The hospital wanted to keep her overnight, but she refused.

Manufacturer narrative:
Investigation pending.